Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received data and on the inspection of the quality documents associated with the manufacture of this particular device. The received data were analysed. The clinical observation could be confirmed. Noise is seen in the ventricular and atrial channel. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Oversensing episodes were present in the stored filed for this device. The patient was questioned regarding any potential sources of environmental interference and none were identified. Isometric testing, including pocket manipulation, were performed but it was not possible to reproduce the artifact.